Manufacturer narrative:
The insulin pump would not prime during testing, due to protruded/loose drive support disk. No compromised force sensor system alarm occurred. The device was received with minor scratches on the lcd window, cracked case near display window corners, broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer called and reported receiving an alarm on the insulin pump, indicating that the force sensor system had been compromised. Customer's blood glucose was 140 mg/dl. The drive support cap was sticking out and customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.